Manufacturer narrative:
Correction: in the initial report, ¿returned to manufacturer¿ in d9 was checked, but actually the device has not been returned to olympus medical systems corp. (Omsc). Narrative: this supplemental report is being submitted to provide additional information. The subject device was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for a microbiological testing. The test result showed that no microbes were detected from the subject device and cleared the french guideline. Ofr inspected the subject device but no damage was found. The subject device was sent back to the user facility without any repair. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the ofr inspection, we presume it is unlikely that the reported phenomenon was attributed to the subject device.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, klebseilla groupe pneumoniae (>100 cfu/100ml) were detected from the sample collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.